Event description:
It was reported that there was a malfunction resulting in a leak greater than 4.5 lpm during pre-use checkout. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the issue. The exhaust pipe from the gas module to the aisys was reconnected to resolve the reported issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.